Event description:
It was reported that when the pump was refilled on the (B)(6) 2011, it was not noticed that the pump would be in eri (elective replacement indicator) condition in 3 months from refill/interrogation date. The next refill date was scheduled. During the current refill, interrogation of the pump showed that the pump was in eos (end of service) condition since a few days. Patient had not heard an alarm indicating eri. It was stated that it was "uncertain if the alarm tones were/are emitted by the pump". Per pump log review eri condition was noted on (B)(6) 2011 and that pump had to be replaced before the (B)(6) 2012; alarm was enabled. A replacement of the pump was indicated as an intervention. Patient outcome was noted as ok. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).